Event description:
It was reported there was a revision for a revolve screw head that separated from the shank post operatively.

Manufacturer narrative:
The device was returned for evaluation with the screw head removed from the screw shank. Initial observation shows significant damage to both of the internal clamps with one being indented on the top portion and the other being pulled out partially from the body of the screw head. There were also significant signs of wear upon the head of the screw shank and indentation around the retaining ring within the body of the screw head. Imaging provided shows deformation. It is possible that the taper of the rod pushed into the clamp which could have caused the dent seen on the clamp. This denting may have caused the screw head to become disassembled during final tightening as the dented clamp did not allow the screw shank to seat properly within the screw head. If the screw shank did not seat properly it is possible that the non-dented clamp could have caused the deformation seen on the head of the screw shank due to friction as the screw head pulled out over time. However, the exact cause of the reported issue could not be provided.